Event description:
It was reported that the patient's right atrial (ra) lead dislodged. There was no capture or sensing present. A chest x-ray showed that the lead pulled back into the superior vena cava (svc). In the physicians' opinion, this may have been caused by twiddler's syndrome. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947m implantable tachy lead (B)(6) 2013. (B)(4).